Manufacturer narrative:
Philips received a complaint on the intellivue mx750 patient monitor indicating a speaker malfunction with confirmed no sound. No additional diagnostic/functional testing was performed. The cause of the reported problem was a defective speaker. The reported problem was confirmed. Replacement parts were ordered and shipped to the customer site. We will consider that the customer resolved the issue using the replacement parts ordered from philips.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. Reporting address state: (B)(6). Reporting institution phone#: (B)(6). Reporter phone #: (B)(6).

Event description:
The customer reported a speaker error. The speaker had no sound. It is unknown if the device was in use at the time of the event. There was no adverse event reported.